Event description:
It was reported that the patients lead incision was oozing pus. The patient was prescribed with antibiotics.

Event description:
It was reported that the patients lead incision was oozing pus. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial/batch : (B)(6).

Event description:
It was reported that the patients lead incision was oozing pus. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned as they were kept by the medical facility.